Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-25154. The pt has two leads with the same lot number. It was reported the pt is experiencing inadequate pain relief and overstimulation at the ipg site. It was also reported the ipg is progressively unable to hold a charge. Reprogramming attempts were unsuccessful. The pt is unable to undergo surgical intervention to address the issue due to elevated white blood cell count.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.